Event description:
It was reported that the wake button was not working intermittently. There was no reported adverse impact to the customer. Additional information was not provided. Customer declined further troubleshooting with technical support.